Manufacturer narrative:
Per service report - water leak developed at therapy head lid with heavy patient. Case stopped at 800 shocks due to air in therapy head. No harm to patient, case stopped prematurelly and unable to finish. Adjusted therapy head lid and added 1 liter of distilled water. Following case completed with no issues.

Event description:
About 800 shocks into the procedure there was a water leak from the therapy head. Tech stopped the procedure and tried to add water. Because of air getting into the therapy head, there was not enough water to continue treatment. Treatment rescheduled. System repaired the same day, no other treatments affected. No injury to patient reported.